Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Manufacturer method: no product returned from user facility. Manufacturer results: customer complaint could not be confirmed.

Event description:
Report for pt 2 of 4: a 2.3 inr with protime system, subsequently 1.5 inr with same protime system 2 weeks later. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or interventions.